Manufacturer narrative:
(B) (4).

Event description:
Procedure: anastomosis. According to the reporter: the customer reports that the instrument did not lock properly. The surgeon had to realize another section on the colon. A second device was used to continue the procedure. There was no patient injury; however, this event did lead to extension in operating time.